Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative on 2016-jul-11 indicating that the drug concentration was unknown. The pump was implanted in 2011. The cause of the motor stall was unknown. There was more than one stall and recovery noted on the logs. The patient was not receiving effective therapy. Device was explanted and returned.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (unknown dose and concentration) via an implantable pump. The event date was (B)(6) 2016. A motor stop was reported; a pump alarm was heard and the patient experienced increasing symptoms of pain. The morphine was produced by the clinic pharmacy itself and this was noted as a factor that may have led or contributed to the issue. Diagnostics/troubleshooting performed were noted as 'troubleshooting by the physician, pump stopped several days, then started again'. No interventions were taken apart from pump explant. At the time of this report, it was unknown as to whether the issue was resolved and patient status was "alive-no injury:"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.